Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex blue line ultra cuffed tracheostomy tube broke in numerous locations during use. It was initially reported that the breaks occurred "[f]irst on the right side where the pilot balloon goes through. Then the bottom then the very top in the middle." Additional information noted the tube "first breaks at the point where the pilot balloon comes out, just above that, and then it will break below that point and if [the patient] does not do something to secure it at this point then the other side will break and the [tracheostomy tube] will come out." The tracheostomy tube first broke on the right side above where the pilot balloon goes through, then below that point, and then the other side causing the tracheostomy tube to come out if not secured. The event was resolved when the tracheostomy tube was changed. The patient had a difficult time getting two months of use before the tracheostomy tube broke. No patient injury was reported. See MFR: 2183502-2016-01943.